Event description:
The patient had a midurethral sling implanted approximately 10 years ago. The patient had been having recurrent urinary tract infections, urinary incontinence, and vaginal pain. Upon examination, mesh erosion was found and it was surgically removed on (B)(6) 2015.